Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was during the call, pt said they don't know if the ins wasn't holding a charge anymore, and clarified the implant battery charge wasn't lasting as long. Pt said they have increased stimulation. Patient services (pss) asked event date, and pt said they were reprogrammed last december, and after that they went from charging once a week to every 3 days, but didn't start to really notice the ins battery not lasting as long probably a good 5 months ago (pss putting (B)(6) 2020 as event date). Pt did mention the therapy was really helping, so much so that they didn't even know they were bone on bone now. Pss reviewed settings/usage effects on battery consumption, and pt understood. No symptoms were reported. Information was received from a patient (pt) regarding an implantable neurostimulator (ins) (B)(4). Pt reported (B)(4) was recently replaced. The reason for replacement was because it was not holding a charge. The charge was wearing down and pt had to charge more frequently and for longer period of time. Pt said they wanted to say 'almost a year ago' when pt started noticing it. Pt had an unrelated procedure done in april and they did not want to do anything regarding implant replacement until now because they were concerned about disturbing what had been done in last november and redone in april.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they were explanted (B)(6) 2022. Patient reported there were multiple levels fused over 30 years. Ins was implanted to help with that pain.